Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient came to the hospital with pain in the left shoulder. It was also reported that the patient had difficulty moving the left arm. A thrombosis of the left subclavian vein was found through phlebography. The patient was hospitalized and medication was administered until the symptoms were resolved. The leads are still in use. No further patient complications have been reported as a result of this event.